Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving multiple air detected in cassette alarm during fill 2 of 7 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was on pd treatment at the facility during the event. A new cycler was issued to the facility. It was reported that the patient set up on a new cycler at the facility and completed their treatment with no further issues. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The facility is scheduled to receive a replacement cycler. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A shipping search was performed for the lots delivered to the patient, however no information of product delivered to the patient was obtained. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving multiple air detected in cassette alarm during fill 2 of 7 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was on pd treatment at the facility during the event. A new cycler was issued to the facility. It was reported that the patient set up on a new cycler at the facility and completed their treatment with no further issues. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The facility is scheduled to receive a replacement cycler. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.